Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 5 and 24 hours. The patient reported experiencing a panic attack and numbness on the legs and arm. The patient administered bolus corrections and applied a new pod under the supervision of the doctor. The patient was released after 6.5 hours. Additionally, it was reported the patient was using an off label looping system on their smartphone.